Event description:
Pump was returned; complaint could not be confirmed. Device was returned for a potential software bug related to cam movement. Upon startup device was operating normally. A visual investigation inside the lvp showed that the fva assembly and pins were clean and not sticking. No other signs of damage were noted. The flex cable that connects the fva to the main pcba was re seated. At this point the lvp was put through and passed final acceptance testing. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.

Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. An initial review of the device logs reveals the following: software anomaly (cam movement failure) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.